Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When the checkpoint, 3.5 hex impaction was removed, the pin was broken. The broken part of the pin was removed safely.

Manufacturer narrative:
Reported issue ¿ when the checkpoint, 3.5 hex impaction was removed, the pin was broken. The broken part of the pin was removed safely. Product identification ¿ the reported device was reported to be a mako checkpoint, 3.5 hex impaction sterile p/n 111653, lot number is not provided. Product inspection ¿ pr could not be confirmed as p/n 111653 mako checkpoint, 3.5 hex impaction sterile was not provided. Three communication attempts were made and appropriate information was not received. Product was not returned. Product history review ¿ product history review was not conducted as lot number was not provided. Complaint history review ¿ complaint history review was not conducted as lot number was not provided. Conclusion - pr could not be confirmed as p/n 111653 mako checkpoint, 3.5 hex impaction sterile was not provided. Three communication attempts were made and appropriate information was not received. Product was not returned. If additional information is received, then the complaint will be reopened. Device not returned.

Event description:
When the checkpoint, 3.5 hex impaction was removed, the pin was broken. The broken part of the pin was removed safely.